Event description:
It was reported that the device was used during a diagnostic laparoscopy, the sleeve broke and had to be retrieved from the fascial area of the abdomen. Case completed wiith another device of the same product code. No patient consequences.